Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. No UDI required as this device was out of production prior to the september 24, 2014 UDI regulation date. The device history records (DHR) for the device was reviewed. No abnormalities that could have contributed to this event were found. The associated device was released based on company acceptance criteria. (B)(4).

Event description:
A site reported that the laser stopped at 76 percent of photo refractive keratectomy treatment. The technician monitoring the treatment progress was not watching the correct data on the laser and told the physician the treatment was completed before it actually was. The treatment could not be resumed and the patient is undercorrected. The site is watching the patient and not planning additional treatment at this time.

Manufacturer narrative:
A review of the technical service onsite history showed no abnormalities that could have contributed to this event. The laser was successfully verified prior to the treatment. A review of the logfiles can confirm treatment was interrupted at 75% because the laser pedal was released. No technical root cause could be determined as the device is in specification an works as intended. (B)(4).